Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, unhappy refraction. Lens was explanted at secondary procedure. Replaced with unspecified lens. Additional information has been received stating unsure of the cause but assume patient may have anterior displacement on lens/bag complex to end up more myopic than planned. Also had some residual astigmatism as well .

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided by the surgeon that they were unsure of the cause but assume patient may have anterior displacement on lens/bag complex to end up more myopic than planned. Also had some residual astigmatism as well. The company(2.25cyl), 18.0 diopter lens was replaced with a company (3.00cyl), 170 diopter lens. The change in cylinder and spherical power may indicate that the replacement lens was a better choice for the patients visual needs. The manufacturer internal reference number is: (B)(4).